Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous, 90% stenosed, de novo lesion in the left anterior descending (lad) artery. Pre-dilatation was completed with an nc balloon, and a 2.5x12mm xience prime drug eluting stent (des) was implanted at the target lesion, followed by post-dilatation with another 2.5x12 nc balloon. Subsequently, a distal edge dissection was noted. A 2.5x15mm xience prime des was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.